Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer "the needle is not fully retracted. The rn also proposed the question if the pigtail portion missing could be in the needle?"

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of needle failure retraction and guidewire damage was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs which depicted a 20ga x 2.25¿ accucath ace peripheral IV catheter assembly. The first photograph depicted the proximal end of the housing. The safety button was depressed and the needle was partially withdrawn into the housing. The tip of the needle remained exposed, protruding from the housing. The guidewire was advanced and the distal end was not visible. The second photograph depicted the distal end of the guidewire. The tapered region of the wire was evident; however, the coil tip appeared to be missing/fractured. The guidewire was observed to damaged and the needle was observed to have incompletely retracted; however, inspection of the provided photographs was insufficient to identify the cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Attempted insertion against resistance and manipulation of the guidewire may result in both wire damage and difficult needle retraction. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by customer "the needle is not fully retracted. The rn also proposed the question if the pigtail portion missing could be in the needle?"